Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation under the front therapy electrode pad of the lifevest. The patient reported speaking to a doctor and he advised her to apply water based cream. Follow-up indicated that the irritation had gotten better.